Event description:
It was reported that catheter fracture occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery. The obstructive de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex artery which contained a significant bend of less than 45 degrees. A 6f guidezilla ii was positioned, but when an attempt was made to place a 3.5 x 38 promus premier stent, the stent did not pass through the proximal end of the guidezilla. The guidezilla was removed and a fracture was verified at the site where the stent attempted to pass. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable post procedure.

Event description:
It was reported that catheter fracture occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery. The obstructive de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex artery which contained a significant bend of less than 45 degrees. A 6f guidezilla ii was positioned, but when an attempt was made to place a 3.5 x 38 promus premier stent, the stent did not pass through the proximal end of the guidezilla. The guidezilla was removed and a fracture was verified at the site where the stent attempted to pass. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable post procedure.

Manufacturer narrative:
The device was returned for analysis and was visually and microscopically examined. Inspection at the hub, hypotube, and shaft identified hypotube kinks at 39.9 cm from hub and 32.8 cm from distal end. There was also a kink at the collar and shaft kinks at 17.8 cm and 1 cm from the distal end. Images were provided by the site. Two photos depicted what seems to be a guidezilla guide extension device and a stent, indicating a partial detachment of the collar and shaft which aligns with the reported issue. Another photo depicted a guidezilla guide extension catheter where the union between the shaft and the collar looked fractured, and the stainless-steel collar looked quite deteriorated.

Manufacturer narrative:
The device was not returned for analysis, however images were provided by the site. Two photos depicted what seems to be a guidezilla guide extension device and a stent, indicating a partial detachment of the collar and shaft which aligns with the reported issue. Another photo depicted a guidezilla guide extension catheter where the union between the shaft and the collar looked fractured, and the stainless-steel collar looked quite deteriorated.

Event description:
It was reported that catheter fracture occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery. The obstructive de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex artery which contained a significant bend of less than 45 degrees. A 6f guidezilla ii was positioned, but when an attempt was made to place a 3.5 x 38 promus premier stent, the stent did not pass through the proximal end of the guidezilla. The guidezilla was removed and a fracture was verified at the site where the stent attempted to pass. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable post procedure.